Event description:
The hospital reported that 2 months prior to the date of the event, the knife blade broke while being removed from the handle.

Manufacturer narrative:
Device event or problem: the hospital reported that 2 on ths prior to the date of the event, the knife blade broke while being removed from the handle. Deroyal: the defective sample was not returned for evaluation and root cause investigation. A supplier corrective action request was submitted to swann morton for them to evaluate this reported event.